Event description:
On 12/22/93 we were notified by the hospital that the defibrillator failed to function properly on a pt. The hospital also informed us that a second defibrillator was available at the time and used on that pt. We were informed by the hospital that this pt died subsequently but were not made aware of the cause of death.